Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Section h11: the subject rt380 adult dual heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative, that two rt380 adult dual heated evaqua2 breathing circuits failed the ventilator leak test during setup and prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.